Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the last 6 months the patient reported intermittent sound perception and a decrease in performance with the device.

Manufacturer narrative:
Additional information: according to the received information, the patient was having intermittent performance issues with the device. However, those issues have now disappeared and patient has good access to sound. A technical failure cannot be ruled out. However, a device investigation on the explanted device would be necessary in order to determine an exact root cause.

Event description:
For the last 6 months the user reported intermittent sound perception and a decrease in performance with the device. During the first two weeks in (B)(6) 2016 the sound went on and off several times. There was no swelling on the implant side and nothing abnormal in the skin was noticed. No medicine was taken by the child. No MRI or CT scan was done . As per the information from (B)(6) 2017, the user's situation is now stable. The implant is working and the user can hear well. At present, there is no plan for re-implantation .

Manufacturer narrative:
Conclusion: device investigations did not reveal any technical defect. It was not possible to identify causes for the reported issues during the case investigation. This is a final report.

Event description:
For the last 6 months the user reported intermittent sound perception and a decrease in performance with the device. During the first two weeks in (B)(6) 2016 the sound went on and off several times. There was no swelling on the implant side and nothing abnormal in the skin was noticed. No medicine was taken by the child. As per the information from (B)(6) 2017, the user's situation is now stable. The implant is working and the user can hear well. At present, there is no plan for re-implantation . Further information on (B)(6) 2017 stated that the patient has been re-implanted on (B)(6) 2017.